Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm when the console was not in use. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic7560) was sent back for further investigation. Aic logs confirmed the reported failure. Battery switch was engaged and the console powered on without any alarms or issues. The root cause of the battery failure was due to not properly engaging the battery switch after returning from abiomed. This report is being filed as part of a retrospective review of historical records.